Event description:
It was reported that during a procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due loss of capture (loc), high pacing thresholds and low impedances. Lead measurement testing was performed, and the physician believed the cause of the threshold and impedance issues to have been at the rv lead. The rv lead was extracted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, with the helix mechanism in an extended position. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed dried body fluid around the helix, which is normal for active fixation leads. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due loss of capture (loc), high pacing thresholds and low impedances. Lead measurement testing was performed, and the physician believed the cause of the threshold and impedance issues to have been at the rv lead. The rv lead was extracted and replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.